Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: connector pins causing intermittently no image. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported communication error was a worn-out connector, which caused the error message. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported communication error during inspection for use involving an olympus video system center. There was no patient injury reported.